Event description:
A bipap a40 pro was returned to the manufacturer for servicing. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, error code 86 (failure of the outlet pressure sensor) was confirmed. Error code 86 is a ventilator inoperative code. The service technician also noted that the device info was unable to be retrieved due to the device display being damaged. No repair was performed. The device was scrapped by the service technician after the evaluation was completed.